Event description:
The 840 ventilator switched modes from simv to CPAP on its own while on a pt. The customer inspected the ventilator and the unit passed extended self testing. The customer could not duplicate the reported event. It is not verified that the ventilator changed modes without external input from the user, and no malfunction may have occurred. There was no pt harm or injury associated with this event.